Manufacturer narrative:
The fse indicated that the probe was re-aligned to resolve the issue. All quality control (qc) results were within specification following the repair service.

Event description:
The customer reported obtaining inconsistent complete blood count (cbc) results, and quality control issues on the coulter ac·t 5diff cap pierce hematology analyzer. Data submitted for review indicated that samples recovered inconsistent red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) results over three runs for three patient samples. Erroneous results were not reported out of the laboratory and there was no report of injury or change to patient treatment in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.